Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized twice due to hypoglycemia. The reported blood glucose reading was 21 mg/dl during one of the events. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test failed. The customer was disconnected during priming. Nothing further was reported.